Manufacturer narrative:
This MDR is associated with MDR report number 1416980-2023-04347. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a left hemicolectomy surgery and developed a wound infection with a wall abscess. Peri-guard was used to repair the abdominal ¿laparoscope¿. It was further reported that the infection was discovered one month post-operatively at the subcutaneous level. The patient was reopened, the abscess drained, and the dressing ended up healing. The patient received unspecified medication in the outpatient clinic. The infection was resolved, and the patient was recovered. No additional information is available.